Event description:
Major pump unit(s) involved: blood pump. Additional text: xve pump failure. Specific component(s) involved: pump drive unit malfunction. Additional text: xve pump failure - red heart alarm. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention : implant device type: lvad. Malfunction device type.

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: pump drive unit malfunction